Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres for about 15 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.